Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had water cooling malfunction issue, chiller assembly failure. Per review of wo on 01apr2026, there was no patient involvement. Per sample evaluation results received via task on 09jun2026, it was reported that the cooling malfunction in relation to the chiller pump that failed.